Manufacturer narrative:
Investigation results were submitted in error in the previous report. This file will be close cancelled. As per the new information received only patient left eye has been involved in this issue. Based on the new information received only patient left eye has been involved in the reported issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient left eye. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received only patient left eye has been involved in the reported issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient left eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there is a thin flaps and big white spots happening in many cases with this system. The procedure was completed by creating another flap. There are multiple related reports for this reported event. This report addresses patient (B)(6), right eye and additional manufacturer reports will be filed for the other patients.